Manufacturer narrative:
UDI= (B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. The patient did not experience myocardial infarction (mi) within the last 72 hours prior to the procedure. Coronary angiography was performed which revealed the isr target lesion that was located in the distal left anterior descending (lad) artery with 90% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and direct placement of a 2.50x16mm promus premier&#10244;rug-eluting stent. Post-dilatation was performed with 0% residual stenosis. On the same day, the patient was discharged on aspirin, clopidogrel and ticagrelor. In (B)(6) 2015, the patient experienced shortness of breath and fatigue and was hospitalized for isr which required intervention for a target vessel revascularization (tvr). The patient also experienced symptoms of ischemia and was reported to be non-compliant with ticagrelor as she had thought that ticagrelor was one of her cholesterol medications. The patient then underwent percutaneous coronary intervention (pci) of the left internal mammary artery (lima) to lad with pre-dilation and placement of a 2.75x16mm promus premier&#10244;rug-eluting stent. The 2.75x16mm promus premier stent overlapped the previously placed 2.50x16mm promus premier stent and was post-dilated using the stent balloon. The pre-treatment diameter stenosis was 80% and the post-treatment diameter stenosis was 0%. One day post procedure, the event was considered resolved and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that percutaneous transluminal coronary angioplasty (ptca) was performed at the left internal mammary artery (lima) to the left anterior descending artery (lad) anastomosis with a 2.5x12mm non bsc balloon catheter. This was followed by the insertion of a 2.50x16mm promus premier drug-eluting stent. Post-dilatation was performed at 17 atmospheres. The patient was then discharged on aspirin and ticagrelor only. In (B)(6) 2015, the pre-treatment thrombolysis in myocardial infarction (timi) flow was unknown and the post treatment timi flow was 3. Successful percutaneous coronary intervention (pci) of the lima to lad near the anastomosis site. Procedural challenges included visualizing the lima to lad anastomosis. One day post procedure, the patient discontinue treatment with brillanta (ticagrelor) and began treatment with clopidogrel, because of concern regarding compliance with brillanta twice a day.